Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode. A field service engineer (fse) had replaced the retractor band for drawer 5.2, but the station continued to lose network connection intermittently. The fse tried a new network cable, another aio, and reinstalled the nic driver, but the issue was not resolved. It then switched the network port and replaced the cable, yet the station still failed to link. The fse attempted a database clean and ran a full data sync, which repeatedly failed, even after retrying. Multiple calls were made to the technical support consultant (tsc) for assistance. The fse moved the top compartment to the pharmacy and re-imaged the station to version 1.6.1 using another hard drive; however, rss stopped working after the re-image, and troubleshooting did not resolve the issue. Finally, the old hard drive was reinstalled, and another sync was attempted, the fse then returned top edrawer to dmc hospital to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and offline during remote support services. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.